Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There is one other complaint in the lot. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted approximately 5 years ago, an ophthalmologist told her that there is a crack in the lens. She indicated she is having strange sensations in the eye as well. The consumer declined in providing her surgeon's information. No further information is expected.